Event description:
It was reported that the patient's mother called the nurse to the room after noticing that one of the two extension sets had separated below the bifuse. The mother clamped the peripherally inserted central catheter (PICC) as the total parenteral nutrition (tpn) and intravenous lipid were infusing through this line. The needleless connectors and bifuse extension sets were changed, the physician and vascular access team were made aware. The event occurred in surgical/orthopedic unit. There was no patient injury. A photo of the product was provided by the customer.

Manufacturer narrative:
The customer¿s report that the bifuse extension set separated was confirmed. Visual inspection found the suspect set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed solvent around the end of the component where the separation occurred. Functional testing was not performed due to the separated tubing and the leaking that would occur. The root cause of the customer's report could not be determined. Device history record could not be performed on model mz5307 because the lot # for the suspect set was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the patient's mother called the nurse to the room after noticing that one of the two extension sets had separated below the bifuse. The mother clamped the peripherally inserted central catheter (PICC) as the total parenteral nutrition (tpn) and intravenous lipid were infusing through this line. The needleless connectors and bifuse extension sets were changed, the physician and vascular access team were made aware. The event occurred in surgical/orthopedic unit. There was no patient injury. A photo of the product was provided by the customer.